Event description:
Caller reported that the indicated battery charge on their device dropped by 90% in a short period of time. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the pump into a known working power source, and the battery charge stabilized without further issues. Technical support decided to replace the pump, confirmed the shipping address, and instructed the caller to return the faulty pump using a pre-paid label within 10 days. The pump was under warranty, and the caller understood how to manage the pump in storage mode and planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.